Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 556 mg/dl. The customer was experiencing symptoms of vomiting and diarrhea. The customer was advised to seek medical attention and call back to troubleshoot. The customer wishes to proceed to troubleshooting. The customer reported that they have a backup plan available. The customer had not treated yet for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat. The customer is unable to troubleshoot infusion set as she change the infusion set at the beginning of the call. The customer was advised and verified that the device programming is correct. The customer stated that she will call back if high blood glucose persist.